Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that he experienced high blood glucose in the 500 mg/dl range. He also reported that the insulin pump alarmed motor error on (B)(6) 2015 during prime. The drive support cap is recessed. The customer had some mris done about a month ago and he might have forgotten to remove the device. Customer is able to complete the rewind sequence. Blood glucose value at the time of the alarm is unknown. The customer received more than one motor error alarm in the last 30 days. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to slightly loose drive support disk however, the insulin pump passed displacement, basic occlusion, prime and excessive no delivery tests. The insulin pump had cracked case at the display window corners, minor scratched display window, scratched reservoir tube window and missing the end cap sticker.